Event description:
Per the audiologist, the pt had not made progress using the cochlear implant system. Results of an integrity test done in 2006 were consistent with normal receiver/stimulator function with multiple short circuit electrodes. Deactivation of these electrodes did not solve the problem. Repeated integrity tests done in 2007 and 2008 were consistent with the initial integrity test with multiple short circuit electrodes. The pt is schedule for explant surgery in 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.